Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock for supraventricular tachycardia (svt) due to atrial events falling in blanking. Programming changes were made to restore normal parameters. There were no patient consequences.